Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Device passed the rewind, basic occlusion, occlusion, prime, no delivery and displacement tests. The insulin pump also had a cracked case at the lcd window corners, cracked reservoir tube and cracked battery tube threads.

Event description:
The customer reported via phone call that the numbers on the screen started scrolling when trying to deliver a bolus. Blood glucose value was 44 mg/dl; treated with food. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.